Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump's up arrow button did not respond, due to corroded keypad trace. Unable to verify motor error alarm, due to unresponsive button. Motor passed motor test. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 5.6 mmol/l. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.